Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Full lead was returned and analyzed. Additional finding of blood in/on helix mechanism. (B)(4): no anomalies found. Full lead was returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead had positioning/fixation difficulties and that the helix was unable to be visualized as extended under fluoroscopy. The physician removed the lead and tested it on the bench where the helix successfully extended. This extension difficulty occurred with two different rv leads. Neither lead was implanted, rather a different lead was used. No patient complications have been reported as a result of this event.